Manufacturer narrative:
Correction: e.2;g.2 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced flange gripper, front cover, rear case, lt/rt handle, barrel clamp, rear door, lock label, tube drive, sleeve drive, wiper seal, rt iui and lower housing. The probable cause of the reported issue was due to mechanical failure of the flange gripper pca/syringe. A review of the device history record showed the device had a manufacture date of 09dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a broken flange holder. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a broken flange holder. There was no patient involvement.

Event description:
It was reported that the device had a broken flange holder. There was no patient involvement.